Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the ars (syringe) leaked during usage on the patient.

Event description:
The customer reports that the ars (syringe) leaked during usage on the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one arrow raulerson syringe (ars), an introducer needle, swg, dilator, 2-l catheter, and lidstock for evaluation. Visual examination of the ars did not reveal any anomalies or defects. After functional testing, the handle was broken to examine the valves inside. The valve mechanism consists of two bi-lateral valves and a spacer. No defects were observed on the valves or spacer. The module requirement document for raulerson syringes was reviewed to determine requirements for air/water leakage. The document notes a deviation from iso 7886-1: "the freedom of air and liquid leakage past the piston requirement is design restrictive and is intended for an injection-intended syringe, not the ars. The opening in the center of the piston that allows passage of the inner cannula prohibits the ars from meeting the pressure and vacuum requirements as dictated by the standard. However, because the intended use of the ars is to allow aspiration of blood to ensure venous placement of the introducer needle and to aid in the insertion of the spring wire guide, the leakage requirements of a standard syringe are not applicable to the ars." A vacuum test was performed on the ars syringe in order to verify that the internal seal within the plunger body was intact. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and successfully snapped back into a position = 1cc from the starting position. Therefore, the internal valve of the ars is functioning as intended. A device history record review was performed, and no relevant findings were identified. The report that the ars leaked was not able to be confirmed through functional testing of the returned sample. The returned ars met the relevant requirements. A manual pull test also confirmed that the internal valve within the plunger was functioning as expected. The intended use of the ars is not to function as an injection syringe but rather to allow aspiration of blood to ensure venous placement of the introducer needle and to aid in the insertion of the spring wire guide. Because of the intended use, the leakage requirements of a standard injection syringe (per iso 7886-1) are not applicable to the ars. Based on the investigation performed and the intended use of the ars, a root cause for the customer reported issue could not be determined. Teleflex will continue to monitor and trend reports of this nature.